Event description:
It is reported that patient is experiencing ineffective stimulation. Physician indicated the lead implanted in the cervical region had migrated. Surgical intervention took place and lead was explanted.